Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a e315 error message. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: black water was flowing out of the endoscope. A root cause could not be identified. Based on the results of the investigation, it is likely the customer report of error code e315 was due to a large amount of liquid in the scope connector. Based on the results of the investigation, a root cause of the black water flowing out of the endoscope could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.